Event description:
Per the clinic, the patient experienced an infection around the abutment site and subsequently was treated with topical antibiotics and antibiotic drop (specific date and duration not reported). The implanted device remains.